Manufacturer narrative:
We are still awaiting receipt of the device. As soon as the device is returned to the manufacturer for evaluation, an investigation will be conducted. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient requested repair to the dacapo power pack due to insufficient charging. During inspection, leak of electrolytic fluid was found. Neither patient contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
Based on the received information the patient had problems with charging the dacapo powerpack sufficiently, which was then found to be leaking. No injuries were reported by the patient. So far no device has been received fro investigation. A root cause of failure cannot be confirmed. This is a final report.

Event description:
The patient requested repair of the dacapo power pack due to insufficient charging.during inspection, leak of electrolytic fluid was found. Neither patient contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
Additional information: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a final report.

Event description:
The user requested repair of the dacapo power pack due to insufficient charging. Device was not sent to the manufacturer for investigation but a device supplemental sheet was received. During inspection, leak of electrolytic fluid was found. Neither user contact to battery chemistry nor any injuries were reported.